Event description:
The attending physician observed a screw backing out from an anterior cervical plate on films taken during a follow-up exam. A revision surgery was performed in 2008 to remove the backed-out screw and replace it with a new screw. The revision case was completed with no further incidences. The patient is reported to be in good health and will be monitored closely.